Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the subject device being returned to olympus without being reprocessed at the user facility. The event is detectable/preventable by handling the device in accordance with the following sections of instructions for use (IFU): IFU states the detection method in enf-vt2 instructions chapter 3 preparation and inspection. IFU states the preventative measures in enf-vt2 instructions chapter 7 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects on the objective lens. There was no patient involvement.